Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient has alleged nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea and vomiting. No other clinical information or medical intervention was specified. The device has not yet been returned to the manufacturer for evaluation, and there is no contact information for the initial reporter to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. Correction - a gfe was conducted to initiate device return and to ask mandatory questions. The report will remain open in case additional information is received.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient has alleged nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea and vomiting. No other clinical information or medical intervention was specified. The device has not yet been returned to the manufacturer for evaluation, and there is no contact information for the initial reporter to gain additional information on the device. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Additional information received on 02/16/2023 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Per the legal department, the patient has alleged nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea and vomiting. No other clinical information or medical intervention was specified. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected.